Event description:
It was reported that therapy was withheld/delayed due to wavelet and supra ventricular tachycardia (svt)-atrial fibrillation (af) that the cardiac resynchronization therapy defibrillator (crt-d) detected as fast ventricular tachycardia (fvt). It was noted that the patient had chest pain and a heart rate of one hundred sixty beats per minute and the patient was externally cardioverted. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 0673 lead, implanted (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.